Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV set broke at the spin collar and medication leaked and blood back flowed onto patient bed. There was a delay in critical medication delivery while the IV set was changed, but there was no patient harm reported.